Event description:
It was reported to the manufacturer by the end user, per the end user, customer sustained injury while using the hoyer ascend. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. Complaint (B)(4) was entered into our system.